Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013, field service engineer reports: customer states flow rate jumped from 3.0ml/sec to 6ml/sec by itself while injector was enabled but before the injection started. Customer noticed the increase and made changes before injection was started. Customer would select a protocol from memory and make changes to the flow rate before the injection would be given, after making changes to the flow rate and before the scale would time out customer would press the main button to get back to the enable screen.